Event description:
See intial report.

Manufacturer narrative:
Livanova received a report stating that the tubing had disconnected from the outlet connector of another manufacturer oxygenator. There is no report of any patient injury. It was reported that the circuit was dry assembled and connections were double tie banded using a tie gun. Therefore, the connection between livanova tubing and the oxygenator was made by the customer. A review of the DHR did not identify any deviations, non-conformity or material scrap/requests relevant to the reported issue. Similar complaints have been registered in the last 12 months on different customers/pts codes. Based on all the gathered information, the most likely root cause of the reported tubing disconnection can be traced back to an alteration of the chemical / mechanical characteristics of the tubings (which are supplied by a livanova). However, this could be enhanced by the tubing not being properly secured to the oxygenator inlet. Supplier of the tubing has been formally notified of the issue. At the moment, no other corrective action is deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
No patient information has been provided. Livanova USA inc manufactures the complained circuit. The incident occurred in greensburg, pennsylvania, united states. The device was not made available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Has received a report that, during a support, tubing disconnected from outlet maquet quadrox oxygenator. Circuit had been assembled dry, tubing pushed fully onto oxygenator outlet and tie banded. There is no report of any patient injury.